Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while glucose levels remained unaffected. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention. User support included customer troubleshooting and education, including toggling sensor type, restarting the ilet, and advising a pairing wait time. Investigation of this case revealed a communication interruption consistent with transient bluetooth pairing failure between the sensor and the ilet without evidence of device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was connectivity interference or routine pairing latency.